Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. In fact the specific product involved is uncertain. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Since there is not enough detail to determine the nature of any component malfunction no potential causes can be listed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses patient number 2 a baxter sales representative communicated to product surveillance via email that he spoke with the nurse at 2:10 p.m. On (B)(6) 2011 regarding two patients that have had their transfer set come loose from the connection of the beta cap adapter. Both patients' transfer sets were replaced. On (B)(6) 2011 additional information was provided by the nurse. The nurse stated the clinic teaches their patients to loop their catheter, so the adapter rests on gauze, underneath their bandage. The nurse indicated an assist device is not used to make the connection. There was no patient injury reported; the patient was treated with prophylactic antibiotics.